Manufacturer narrative:
The pump passed the displacement test. The pump failed the self test due to appearance of pump error 63. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump's history files and traces using thus software. Pump alarmed pump error 63 alarm (variable #: 3) on the event date of 05-sep-2024 at 12:35:28.000 and 12:39:14.000. Pump alarmed a pump error 53 alarm (file #: 2005, line #: 5632, esf#: (B)(4)) on the event date of 09/05/2024 at 12:36:50.000 due to a possible hardware failure. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, pillowing keypad overlay, label damage, corroded battery tube, and corroded battery tube spring. Pump error 53 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 63 was confirmed in the pump history files and traces and testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), pump error 63(hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.